Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: splenectomy. Repair of large incisional hernia with dual gore-tex mesh. Implant: gore® dualmesh® plus (1dlmcp08/01860928), 26.0 cm x 34.0 cm x 1.0 mm. Implant date: on (B)(6) 2003 (hospitalization [ni]). On (B)(6) 2003: (B)(6), md, staff physician /( B)(6), md, resident physician. Operative report. Preoperative diagnoses: 1) splenomegalia. 2) multiple incisional hernias. Postoperative diagnoses: 1) splenomegalia. 2) multiple incisional hernias. Indications for procedure: the is a 54-year-old white male with a history of myofibrosis and pancytopenia. The patient has been treated conservatively by hematology with epogen. He continues to have a low hematocrit and platelet counts. The patient has massive splenomegaly. The patient was referred to surgery clinic for splenectomy by the hematology service. The patient also has a history of exploratory laparotomy, hartmann's secondary to perforated diverticulitis and end-colostomy closure and has multiple incisional hernias on his abdominal wall. The procedure of splenectomy using an open procedure with repair of large incisional hernia was discussed with the patient including the risks, alternatives, and benefits who agreed to proceed. Consent was obtained. Details of procedure: ¿the patient was brought to the operating room and placed in comfortable supine position. Once adequate general anesthesia had been obtained and appropriate monitoring devices were attached, a #10 knife was used to excise the large scar from his previous incision from the xiphoid through down to the pubis. The previous scar was excised the large electrocautery. Hemostasis was carefully obtained. At this time, the incision was carried down the subcutaneous tissue. The patient had multiple defects in his abdominal wall and fascia, with a large incisional hernia. Care was taken to slowly go through the subcutaneous tissue down to the fascia. The fascia was carefully excised being careful to excise any adhesions with loops of bowel attached to the abdominal wall on the way. Once the abdomen had been opened and the adhesions were taken down from both sides, the spleen was noted to be massively enlarged. Upper hand was placed, the retraction of the liver was performed. The lesser sac was entered, pancreas was visualized. The splenic artery was not easily visualized at the lesser sac. We decided to try to mobilize the spleen from the kidney. These adhesions were carefully taken down with electrocautery. We then carefully started taking down vascular structures from the anterior aspect of the spleen with kelly hemostats and #2-0 vicryl ties. The spleen was very friable and bled easily. We mobilized the spleen from the diaphragm, placed a packing in the left upper quadrant to elevate the spleen, continued working to try to dissect down to the hilum. We were able to visualize the distal end of the pancreas and carefully avoid any damage to this. The vascular structures were carefully taken down and transected between kelly clamps with a #2-0 silk tie and ligatures, ties, and stick ties. The short gastrics were taken down between hemostats and vicryl ties. Spleen was then removed. All the vascular structures were tied off. The left upper quadrant was packed. The stomach and pancreas were carefully inspected, no injuries were seen. The left upper quadrant was irrigated copiously, dry laps were placed and was very hemostatic. A jp drain was brought through the abdominal wall and placed in the left upper quadrant; this was sutured to the skin with a #2-0 nylon stitch. Attention was then turned to the abdominal wall the multiple defects in his abdominal fascia. All these multiple defects had omentum in them. Omentum was carefully removed from all of the various defects. The hernia sacs were removed from all the defects using electrocautery. All the adhesions on both sides of the abdomen were taken down carefully back to good fascia. Small bowel was ran from the ligament of treitz to the cecum and the adhesions were carefully taken down from this. Once there was good fascia on both sides, superiorly and inferiorly, the left. Upper quadrant was again explored. Sponges in the left quadrant were removed. This again showed good. The abdomen was irrigated, all four quadrants with 7 l of normal saline. Hemostasis was carefully obtained. At this time, a large piece of dual gore-tex mesh was placed on the abdomen and interrupted u stitches with #0 prolene, was performed circumferentially around the mesh to the fascia. Once this had been performed, the fascia appeared to be in good position and very secure. Two jp drains were placed below the subcutaneous tissue. The subcutaneous tissue was closed with #2-0 vicryl stitches. Skin was closed with staples. The drains were secured with #2 0 nylon sutures. An abdominal binder was placed. The patient was taken to the surgical intensive care unit in stable condition. Sponge, needle, and instrument counts were correct at the end of the case.¿ on (B)(6) 2003: (B)(6). Nurse intraoperative report. Prosthesis installed: item: mesh, gore-tex. Vendor: gore. Model: 1dlmcp08. Lot/serial number: (B)(6). Size: 26.0 cm x 34.0 cm x 1.0 mm. Sterile resp: manufacturer. Quantity: 1. The records confirm a gore® dualmesh® plus (1dlmcp08/01860928) was implanted during the procedure. Relevant medical information: explant procedure: excision of infected abdominal wall gore-tex mesh. Explant date: on (B)(6) 2006 (hospitalization [ni]). (B)(6), md. Operative report. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Resident surgeon: dr. (B)(6). Brief history: the patient is a 57-year-old white male who has an intraabdominal abscess and infected abdominal wall gore-tex mesh. The patient was offered excision of the mesh and drainage of the abscess. The indications, risks, benefits and alternatives of the procedure were explained to him. He was given the opportunity to ask questions and all of his questions were addressed. The patient requested to proceed with the operation. Operation in detail: ¿the patient was brought to the operating room and placed supine on the or table, at which time point general endotracheal anesthesia was initiated by the anesthesia team. With the patient adequately anesthetized, the abdomen was prepped and draped in sterile manner. The patient's abdomen was entered, via a long midline incision through his old midline scar. Dissection with electrocautery was undertaken through the subcutaneous tissue and fascia revealing the gortex mesh just underneath. The mesh was not adherent to tissue along the midline as it was free floating in the liquid pus of the abscess. A large volume of liquid pus was encountered. The pus was light yellow and opaque and thin with some solid material within. Aerobic and anaerobic cultures were obtained from this collection. The pus was drained and this amounted to approximately two liters of liquid pus. The gore-tex mesh was found to be free-floating within the pus, adherent to the abdominal wall only by the lateral sutures and fibrinous ingrowth in that area. The mesh was taken down circumferentially from the abdominal wall bluntly and sharply until it was liberated. The mesh was passed off to the back table. The abdominal viscera was completely covered with a thick fibrinous rind that was encapsulating the abscess. This was copiously irrigated with warm saline and the irrigant was suctioned free. The abdominal wall fascia was under no tension and therefore a primary closure was performed over a #10 flat jackson pratt drain. This was achieved with #1 loop pds. The skin was closed with staples loosely leaving large gaps between each staple. Between the staple gaps, telfa wick soaked in betadine were placed. The #0 flat jackson pratt drain was placed to bulb suction and a dry bulky dressing was placed over the wound. The patient was awakened from general anesthesia, extubated and transported to the post-anesthesia care unit in good condition.¿ relevant medical information: on (B)(6) 2006: (B)(6), md. Operative report. Resident surgeon: (B)(6), md. Preoperative diagnosis: recurrent cellulitis anterior abdominal wall. Postoperative diagnosis: recurrent cellulitis anterior abdominal wall. Operative procedure abdominal wound exploration and washout. Anesthesia: general endotracheal anesthesia administered via oral endotracheal tube. Anesthesiologist: (B)(6). Estimated blood loss: less than 10 cc. IV fluids: 500 cc IV crystalloid. Complications: none. Specimens: none. Packs: iodoform gauze used to pack wound. Drains: none. Cultures: sent to pathology. Indications for procedure: the patient is a 57-year-old caucasian male who has undergone multiple abdominal operations complicated by recurrent cellulitis of the anterior abdominal wall. He underwent exploratory laparotomy with excision of infected abdominal wall gore-tex mesh on (B)(6) 2006 and was found to have recurrent cellulitis of the anterior abdominal wall, which required exploration in the operating room. The procedure, risks, benefits and alternatives were explained to the patient. His questions were addressed; he appeared to understand and requested to proceed as above. Details of procedure: ¿ the patient was brought to the operating suite on (B)(6) 2006 and placed in supine position on operating table. After successful and uneventful induction of adequate general anesthesia administered via oral endotracheal tube, patient¿s abdomen was prepped and draped in standard sterile fashion. The patient's abdominal wound was inspected. Upon palpation there was no expression of pus. The midline abdominal wound was extended with electrocautery and carried down to the subcutaneous tissues. The wound was explored bluntly and no tract was appreciated. Thus, no further exploration of the wound was required. The wound was irrigated copiously and packed with iodoform gauze to facilitate drainage of any remaining infection. A dry, sterile dressing was applied. The patient tolerated the procedure well, was awakened from anesthesia and transported to the post-anesthesia care unit were [sic] further monitoring ensued. Disposition: stable to recovery room.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006 and (B)(6) 2006, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess drainage, seroma, infected mesh, removal of mesh, mesh migration, recurrent cellulitis anterior abdominal wall, and pain and suffering. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.